Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a transient pump stop; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file recorded a brief pump stop on (B)(6) 2023 while the system was supported by the power module, reportedly with an ungrounded patient cable. The pump appeared to have operated as intended at the fixed speed prior to and following this event. It was communicated that there was no patient impact due to the pump stop. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. This IFU outlines the appropriate actions to perform in response to the pump stopping. The "alarms and troubleshooting" section outlines system controller alarms and how to respond to each alarm condition. Section 3, "powering the system," states "do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms." Section 6, "patient care and management," contains instructions the patient should follow in order to prepare for sleep. The heartmate ii lvas patient handbook, rev. C is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected.

Event description:
It was reported that log files were submitted for evaluation concerning pump stop event. Patient had a pump stop on (B)(6) 2023 at 01:34. The log file recorded very brief pump stop on (B)(6) 2023 at 1:34. The data indicated that this event lasted ~ 3 seconds. This event did not appear to be caused by a motor stopped command event. Additional information stated that per abbott engineer, the momentary pump stop may have been caused by a high current event. The patient was on an ungrounded tether cable. There were no impacts to the patient, however, the patient was unable to undergo driveline revision due to the surgeon not wanting the pump to stop during the surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.